Manufacturer narrative:
(B)(4).

Event description:
Same patient as mdrs #: 2134265-2011-03372, 2134265-2011-03656 it was further reported that at the time of the index procedure, the patient presented due to ccs class I stable angina. Cardiac catheterization revealed a de novo, visually 99% stenosed (89% per core lab) and 20mm long lesion located in the first obtuse marginal coronary artery (om1) with a reference vessel diameter of 2.4mm with timi-3 flow. This was treated with pre dilation and deployment of a 2.5x20mm taxus liberte stent and post dilation resulting in visually 0% residual stenosis (8% via core lab) and timi-3 flow. There was also a visually 90% stenosed (71% per core lab) and 21.9mm long restenotic lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.0mm with timi-3 flow. This was treated with predilation and deployment of a 2.75x28mm taxus liberte stent and post dilation resulting in visually 0% residual stenosis (11% per core lab) and timi-3 flow. The patient was discharged two days later on aspirin and ticlopidine hydrochloride.

Event description:
(B)(6). It was reported that post a stenting treatment procedure, restenosis occurred. An unknown size taxus liberte stent was used to treat an unspecified lesion. At the 9 month follow up visit, there were no anginal symptoms. However, follow up angiography performed 1 week after this visit revealed 90% stenosis in the distal first obtuse marginal artery with a reference vessel diameter of 2.5mm. Due to its location, it was treated only with medication. There was also 50% stenosis noted in the mid left anterior descending coronary artery which had a reference vessel diameter of 2.75mm. The 1 year follow up visit continued to find the patient without anginal symptoms. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).